Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, that patient experienced an adverse event. The sensor was inserted into the arm on (B)(6) 2017. On (B)(6) 2017 at 8:00am, the patient stated the receiver was displaying three question marks. The patient stated they were feeling low and their blood glucose (bg) meter was reading 22 mg/dl. The patient¿s girlfriend provided the patient with 2 spoons of frosting, a couple cups of orange juice and a ham sandwich. After treating the patient, the patient did not feel his sugar coming up and began to be unresponsive, so his girlfriend called the paramedics. When the paramedics arrived at 8:10am, the patient was a little responsive and had his vitals taken. The paramedics tested the patient¿s blood sugar and it was reading 85 mg/dl on the bg meter. The patient was monitored for about 20-30 minutes and left after the patient was walking, talking and was fully responsive. It was reported that at the time of the event, the dexcom gcm had not notified the patient of the low as it was still displaying question marks. At the time of contact, the patient was in stable condition. Additional patient or event information is not available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.